Manufacturer narrative:
H4: device manufactured between september 10, 2020 to september 11, 2020. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample and the results were found to be within product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused. This was observed after use of the device. The unspecified medication finished earlier that the expected time. There was no patient injury or medical intervention associated with this event. No additional information is available.